Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and the indicated failure mode of additive abnormality was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd determined the root cause of the additive abnormality to be attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "when the nurse collected blood from the patient, she found the white spray on tube wall of 367861 was larger than the usual spray particles. '